Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was checked. The device status was eos, detected on (B)(4) 2016, and 15 charge processes had been documented. The analysis indicates an unexpected battery discharge. The current uptake of the device was then checked, which proved to be unremarkable. An additionally performed long term study of the current uptake also did not show any anomalies. The icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the battery manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. An increased heat tone was detected. In a next step, the battery was opened and examined. A damaged insulator was found which led to an increased battery internal self discharge, which contributed to premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation was the result of an increased self discharge of the battery. The electronic module proved to be free of problems during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without limitations during the implantation time.

Event description:
Ous MDR - it was reported that approximately 45 months after the implant, the device was explanted due to battery depletion. Based on analysis results, it was decided to report this event.